Manufacturer narrative:
Customer reports transmitter led did not flash when sensor/tester is connected. Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify led anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the transmitter was not connecting to the pump. The customer reported no adverse event. The event involved product(s) mmt-7811na. Customer requested to run the test plug procedure. No damage was reported transmitter. Led light did not blink when connected to the tester or when removed from the charger after it was fully charged. No harm requiring medical intervention was reported. Mmt-7811na was requested and the customer response was the device will be returned.